Event description:
Patient reported that today for the first time in three years, the needle button released on his v-go 40. The patient stated that this happened while he was sitting down during a meeting. The v-go was not bumped.